Event description:
The customer reported that during a davinci robot gyn case the universal cable (non-covidien) to the davinci handpiece was not totally engaged (connected) to the generator, resulting is a spark/flame. No injuries occurred. The customer advised they are not returning the unit to covidien for eval because their internal investigation identified the cause as user error and that the unit was evaluated by their biomed and was cleared.

Manufacturer narrative:
(B)(4). The site indicated that the incident unit would not be returning for eval. If add'l info pertinent to the incident is obtained, a f/u report will be submitted.